Manufacturer narrative:
(B)(4).

Event description:
It was reported that this stent could not cross the lesion. The patient is a (B)(6) year old female.

Manufacturer narrative:
It was reported that the complaint instrument was unable to cross the target lesion. The technical investigation revealed that at the proximal end a few struts are slightly bent outwards and at the distal end the stent is pinched. Stent imprints are visible on the exposed balloon surface, indicating that the strut was initially crimped at its intended position. The stent is not displaced and the crimped diameter of the stent still complies with the specification. Review of the manufacturing history of the production lot did not reveal any nonconformity considered being relevant in light of the complaint. The complaint instrument was manufactured according to specifications and successfully passed all in-process inspections as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause could be identified. It seems likely that the reported difficulties in lesion crossing are related patients anatomy.